Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for the left intertrochanteric fracture of the femur in (B)(6) 2024. About 3 months later, it was found the implanted nail broke. A second surgery was performed on (B)(6) 2025 to remove the broken device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: b3, h6 (health effect - clinical code, impact code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from sales rep states via phone today, that the event date should update to be 26-mar-2025. After investigation, the patient underwent "open reduction and tfna internal fixation of left intertrochanteric fracture" under general anesthesia + nerve block in the hospital due to "left intertrochanteric fracture" (specific fracture type was unknown) on (B)(6) 2024. During the surgery, the surgeon used 04.037.043s and matching products (04.038.400s, 04.038.000s, 04.005.526s) for internal fixation, and the surgery went smoothly. Postoperatively, the patient received functional exercises such as ankle pump, straight leg raising, quadriceps contraction, and assistant-assisted landing and was discharged on the second postoperative day. The patient received reexamination 1 month after the surgery. The hospital stated that according to baumgaertner reduction standard, the fracture alignment was good, the internal fixation position was good, and the reduction quality was good (with specific situation unknown); 3 months after the surgery, the patient failed to follow the doctor's advice for regular reexamination, and suddenly experienced left hip popping with pain due to walking (occurred several days before visiting the hospital, with specific occurrence date unknown). On (B)(6) 2025, the patient received reexamination of x-ray at the surgery hospital, which showed fracture of nail(04.037.043s). On (B)(6) 2025, the patient underwent a second surgery. During the surgery, it was seen that the nail fractured at the screw hole of helical blade. The fractured nail(04.037.043s) and other matching products were removed. The surgeon replaced a new intramedullary nail for fixation (the specific product information was unknown). The patient was in a stable condition and no further adverse events were reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). H3, h6: photo investigation: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the tfna fem nail ø10 130° l200 timo15 is found broken in two pieces, all pieces are seen in the photo. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 130° l200 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument. Manufacturing date: 18-feb-2022. Expiration date: 01-feb-2032. Part number: 04.037.043s, 10mm/130 deg ti cann tfna 200mm ¿ sterile. Lot number: 640p088 (sterile). Lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 640p088. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.